Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-02560 and 2134265-2011-02561. Same case as MDR: 2134265-2013-05373. It was reported that the patient experienced unstable angina, and instent restenosis. In (B)(6) 2011, the subject presented due to fatigue, throat tightness, midsternal tightness radiating to his left arm due to exertion and shortness of breath and was diagnosed with stable and cardiac catheterization was recommended. The 90% stenosed, 20x2.25mm, de novo lesion located in the mid mid left anterior descending artery (lad) was treated with pre-dilatation followed by placement of a 2.25 x 24 mm and 2.75 x 16 mm taxus liberte stents. Following post dilatation the residual stenosis was 0%. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013, the subject presented due to unstable angina and was hospitalized on the same day. The subject was scheduled to have an aortic valve replacement and coronary artery bypass graft surgeries (CABG). The subject was discharged on the same day. In (B)(6) 2013, the 90% restenosed lesion located in the mid lad was treated with two vessel CABG from left internal mammary artery to saphenous vein graft to posterior descending artery. In february the patient was discharged. On an unknown date, the subject had post operative atrial flutter and was treated with cardioversion.